Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 18 march 2020: lot 177124: (B)(4) items manufactured and released on 5-sep-2018. Expiration date: 2023-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: scratches and signs of femoral extraction, signs of osseointegration on proximal stem. It is not possible to establish a certain root cause. Clinical evaluation: delayed infection in cemented tka, 1 years and 8 months after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed after 1 year and 5 months after the primary due to tight pain. The stem was fixed, osseointegration on the metaphysical part and no osseointegration on the distal part. Now the stem was also implanted with a varus inclination and the distal tip was pushing against the cortical wall of the femur. The stem was a std size 5 and was fairly easily removed with the extraction set. It was installed cemented quadra-c and put some cerclage wire on the great trochanter and below the lesser trochanter.